Event description:
On (B)(6), 2024, at a hospital in japan, it was reported that the super sheath was fractured when it was pulled out of a patient's body during a procedure. The fractured portion was remained in the patient's body and was later surgically removed. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The actual product of the event was returned this time. The returned equipment was inspected. During the inspection of the returned equipment, the part of the sheath that was broken (23 mm from the root of the sheath) was magnified and examined, and the breakage damage caused by contact with a sharp blade, etc. Was confirmed. Therefore, the manufacturing process of the sheath was further checked, and it was confirmed that there was no manufacturing process using sharp knives or other tools, and that there was no manufacturing track record of visual inspection of the product in question, since scratches, etc. Were confirmed by visual inspection of the sheath. Judging from this test, the cause of this rupture was thought to be contact with a sharp blade or the like during the procedure, which reduced the strength and caused the sheath to break under the force of pulling it out. Please refer to the attached report of the investigation. The medical device involved in the reported event is sold only in japan. Therefore, the information on the equivalent device to the complaint device that was cleared under k200379 is filled in §1, 2, and 4 of "d. Suspect medical device" in this report. Lot#: unknown.